Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy when the doctor was using the shaver the two pieces of metal in the shaver blade (full radius bl) were coming in contact with each other and creating a black residue that was being transferred to the patients tissue. Soon after the black residue was observed, the doctor stopped using that shaver blade and replaced it with another of a different lot number and continued the surgery without incident. Surgical delay of less than or equal to 30 minutes. No further complications to patient were reported due this event.